Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states a patient has a palindrome hsi catheter in place since (B)(6) 2012. The customer discovered a crack/hole around the hub area. The catheter was pulled and replaced.